Event description:
Following a catheterization procedure sometime during the week of 1/12/1998, an angio-seal device was placed. One week later the pt returned to her physician with claudication, at which time the pt underwent thrombolysis of the femoral vessel. A second (repeat) thrombolysis was required and performed one week later. The pt was last reportedly seen on 2/6/1998; follow-up with the physician confirmed that he would agree to contact the MFR if the pt required further invervention. As of 2/24/1998 there have been no further reports of complications or intervention.